Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. The insulin pump was programmed with several boluses and monitored. The insulin pump properly delivered all boluses and listed all boluses in the history screen. The insulin pump then was programmed with a basal profile and monitored; the basal profile delivered properly the indicated amount and was verified in the history screen. No bolus anomaly or basal anomaly noted. The insulin pump had minor scratched display window, scratched case, damaged/scratched display window cover and a pillowing keypad overlay.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with 4 insulin pumps. The first insulin pump had a broken part. The second insulin pump was not administering insulin correctly. The customer's blood glucose level went up to 33.3 mmol/l. The third insulin pump failed to detect a blockage in the canal line. The customer's blood glucose level dropped and resulted in a near death experience. The customer stopped using the fourth insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.